Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, user mentioned that failed tower doors. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and there was a clicking noise. A field service engineer replaced old latches with new version to resolve the issue. The system functioned as intended after the field service engineer repaired the device.